Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint that the efficia dfm 100 defibrillator monitor kept on restarting. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The dfm100 processor pca assy with serial number (B)(6) was returned from failure analysis. The visual inspection results: fault isolated to software issue. Watchdog programming is the root cause of the "30 second bootloop" failure mode. If watchdog allowed more time, the problem would not have occurred.